Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received unknown baclofen (unknown concentration, 1217.5mcg/day) in an implantable pump for an unknown indication for use. The patient's medical history and concomitant medications were unknown. The patient was admitted to the hospital feeling "very unwell", with vomiting, and increased spasms. Following pump interrogation it was noted the pump was in a stalled state and the patient was getting worse. The patient could not swallow, was not speaking, and experienced tachycardia. Following interrogation of the logs, it was indicated two other motor stalls occurred on previous days. There were no known environmental/external/patient factors that may have led or contributed to the issue. The patient was currently on a percutaneous endoscopic gastrostomy (peg), given supplemental baclofen, and will be monitored. The issue was considered to be ongoing. Surgical intervention had not occurred yet, but was planned (not yet scheduled). The pump remained implanted-in service. The status of the patient was stated to be alive and with no injury. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The representative believed the pump was replaced on (B)(6)2017. The device was not returned for analysis, as the representative was not present when the replacement happened. Additionally, the replacement was done at a facility other than the managing hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was later received indicated the implant date was not known. The patient¿s pump was replaced and the patient was now fine. The representative believed, not confirmed by the health care professional, that the patient¿s swallowing, speech issue, and peg placement was part of the underlying condition rather than related to the motor stall and impact of baclofen. The explanted pump would not be returned.